Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported a piece of plastic fell off inside from the trocar. It was retrieved but not given to the rep (it was disposed of). Another trocar was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D5,6; h4: info not available. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, conforming; outer gasket condition, torn; sleeve condition, conforming and stopcock condition, conforming, functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was concluded that the reported "piece of plastic fell off inside from the trocar" during surgery occurred due to a torn outer gasket. The instrument was rec'd with the outer gasket torn and missing approx 20% of the gasket which was not rec'd. No conclusion could be reached as to how this damage had occurred.